Event description:
It was reported that pacing was confirmed when the pulse generator was placed in the pocket. However, when suturing the pocket, loss of output occurred. The pulse generator was removed from the pocket and reconnected to the pacing lead, but there was still no output.

Manufacturer narrative:
Na